Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not turn on. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed logs and found dimms of the ippc failed during startup. To resolve the issue, the fse cleaned the pc and the hdd from the dust and restarted the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.